Manufacturer narrative:
Age at the time of event: over 18 years. (B)(4). An epic self-expanding stent system was returned and the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the outer catheter shaft. There were 2 kinks and some damage noticed on the inner liner. The 1st kink and the damage was noticed at .5 to 1cm distal the markerband. The 2nd kink was located at 5cm distal the markerband. The stent was not returned with the device; therefore, the damage could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified left iliac artery. A 10x80x75 epic¿ vascular was advanced and deployment was initiated via the thumbwheel. 3cm of the stent deployed when resistance was felt in the thumbwheel. The physician then attempted to remove the stent together with the delivery system. The physician tried to remove the stent as the delivery system was being withdrawn. The stent deployed stretched inside the patient's ostium common iliac artery. There was sufficient flow, there was no patient complications and the procedure was completed.